Event description:
It was reported that after a longo procedure, the stapler seemed regular, without complications. The instrument was thrown away after procedure. On (B)(6) 2012, the patient has returned back to the hospital with big hematoma and purulent focus. There was roughly 2 cm dehiscence. Cause of this dehiscence might be the insufficient formation of staples, but the surgeon isn´t sure. The complication was solved by temporary colostomy. The new information from august of 13, 2012 is realized cause of complication - resection was done not just in mucosa but in small part of muscular tissue.

Manufacturer narrative:
(B)(4). Information unavailable. The device was not returned. Additional information received : "I send you the known answers gained from primary surgeon. The questions were discussed by phone call with dr (B)(6)." What is purulent focus? This is the medicine terminology were staples present? Yes, shape seemed regular how was it determined that the surgeon fired in the, muscular tissue? Information got from more experienced surgeon, who made revision and colostomy what was the location of the big hematoma? Hematoma was located on back side of wall in the 2 cm dehiscence, were staples present? Staples were present, but the shape wasn´t controlled. During the initial procedure: how far above the dentate line was the device/purse string sutures placed? Approx. 1.5 cm far. When the device was fired, where was the indicator within the green zone/gap setting scale? Yes. How did you confirm the device was fully fired (such as crunch, compressed until unable to fire further, etc.)? There was an regular crunch. Were any unexpected noises heard? No other noises. Were any of the forces higher or lower than expected (closing, firing, or opening)? Regular, expected forces in each part. After closing the device, did the surgeon wait 30 seconds prior to firing? Yes. After firing, was the safety re-engaged prior to removal? Yes. What steps were taken to confirm successful anastomosis? Visual control. Was the staple line examined using the anoscope or other instrument? Examined with anoscope. Was excised tissue/donuts removed and inspected for circumferential completeness? Donuts were completeness. What degree of hemorrhoids did the patient have? 4th degree. Did a hcp other than the primary surgeon fire the instrument? No. Was there a recent conversion to ees devices in this account or with this surgeon? Hospital is long term pph user (surgeon made 13 procedures during 2 years) is a pathology specimen available? No. What is the current status of the patient? With temporary colostomy without any complications, waiting for reoperation.